Event description:
It was reported to boston scientific corporation that a mantis was used in the stomach during a gastric endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip could not release from the handle. The procedure was completed with another mantis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.